Event description:
According to the reporter, the staple formation was insufficient. The doctor over sewed anastomosis to correct the problem. Per additional information just obtained, the surgical time was extended by about 30 minutes. Patient fine. Sex: female. Procedure: unknown.